Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the machine was not working and a standby message appeared. Getinge field service engineer (fse) the customer reported that the machine is not working. The message "standby" is displayed. Test operation, no symptoms found - checked according to the attached checklist - the machine can be used normally. Hours of turning on 2,618 hrs. Hours of operation of the machine 2,566 hrs. Duty cycle 10,443,190 cycles, due for next safety disk replacement 01/2027 safety disk duty cycle 2,507,406 cycles, due for replacement compressor scroll duty cycle 5000 hrs. Due for replacement tidal volume disk cycles duty 12,000,000 cycles current duty cycle 10,443,190 cycles battery slot 1 started on 06/06/2020 battery due on 06/06/2024 battery slot 2 started on 06/06/2020 battery due on 06/06/2024. Test run the machine and leave it for 1-2 nights and see the symptoms again. No patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was not working and displayed a "standby" message. There was no injury or death.